Manufacturer narrative:
The quattro catheter associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
The customer called the zoll ivtm tech support customer service line and asked how to properly remove the quattro catheter (lot # unknown), as they were experiencing resistance during removal. The customer was instructed to deflate the catheter balloons by removing all the saline from the catheter using the slip-tip syringe and attaching it to the in luer while having the out luer clamped before applying the vacuum from the syringe. After ensuring that the nurse was only pulling saline and leaving the other luers open to the air, the customer experienced resistance while trying to remove the catheter. The customer attempted turning the catheter while pulling back yet still experienced resistance. There was no occlusion (e.g., ivc filter, implant, or another device planted in the same vein) or increased tortuosity in the patient's vein. Zoll clinical territory associate recommended the customer remove the catheter under fluoroscopy if resistance is met and if unable to remove the catheter manually. The vascular surgery team consulted the issue, but no surgical intervention was needed. The customer put a guidewire back through the catheter to straighten it out. The catheter was removed at the bedside without harming the patient. The catheter functioned as intended throughout the ivtm therapy, and the ivtm therapy was completed, but the dwell time of the catheter is unknown. No consequences or impacts on the patient.